Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a foreign substance inside the manifold. The customer declined repair; the device was scrapped. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure-1174" message and did not have any output. Complainant indicated that there was no patient involvement in the reported malfunction.